Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, faulty cable was confirmed. It is therefore possible that the reported phenomenon ¿image output failure¿ occurred because the video function did not work properly due to faulty cable. A definitive root cause of the cable damage could not be identified. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was initially evaluated on-site by an olympus field service engineer, who confirmed there was an image output failure due to cable being cut, due to a twist. The focus ring was also cracked. The device was returned to olympus for further evaluation and repair, and the customer¿s allegation was not confirmed; the image output failure due to the cut cable and the cracked focus ring required repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was noise in the image while using the 4k camera head. The issue occurred during preparation for use; the diagnostic procedure was completed without delay and with a similar device. There was no patient harm associated with the event. The device was returned for repair, and an image output failure occurred since the cable was cut due to being twisted. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.